Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of sternal infection, bacteremia, and subsequent pump seeding could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported infection and sternal hematoma could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2020, and it was reported that (B)(6) would not be returned for evaluation as an autopsy was not performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12may2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) and local infection as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas and includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook is also currently available. This document contains several sections with information about how to prevent and control infection. The first admission for infection (B)(6) 2015) was reported in MFR. Report # 2916596-2020-05226. The second admission for infection (B)(6) 2015) for corynebacterium infection was reported in MFR. Report # 2916596-2020-05223. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with fever and chills from device related infection secondary to sternal hematoma, bacteremic, and subsequent pump seeding. The patient continued with intravenous vancomycin. The patient underwent surgical incision and drainage from the sternal wound with serial washouts and prs consult with v-y flap closure.